Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during drain two of four. The home patient disconnected from the homechoice improperly and then reconnected. The technical service representative reviewed proper procedures and the patient would start therapy over using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Improper disconnection and reconnection is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. It provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted.  Should additional relevant information become available, a supplemental report will be submitted.